Event description:
Anyone who tells you that a nickel allergy is no big deal is either ignorant or lying; no ifs, ands, or butts, I was only "sensitive" to nickel and got really sick from these implants. The first year I had lower back and pelvic pain that I wrote off as scar tissue doing its job. After, the migraines started. I went to a neurologist. Five different classes of drugs over the next year and a half couldn't get rid of them. There was joint pain, thyroid problems, extreme fatigue to the point of inability to function, dizziness, rashes, brain fog, crazy periods. First non existent, then anywhere from 18-53 days apart. Changing tampons and pads every hour. I also gained weight due to essure and its effects, ridiculous weight. I lost whole periods of time because of essure. Time I can't get back with my family. Time and wages lost from my job. Tens of thousands of dollars in wages because I couldn't work. Oh and by the way, most symptoms went away upon my hysterectomy/removal of essure. Like the next morning. I find it hard to believe there's no correlation. Please think long and hard about the damage this "life saving" device is causing.